Event description:
The reporter indicated that the device shows that it has reached "elective replacement" following 35 shocks. A random access memory dump was performed and the physician reprogrammed the brady rate and reset the elective replacement indicator. The reporter also stated that during the october, 1998 implant, the following was noted: "wear on insulation" of shock lead - "repair done with a sleeve and silicone adhesive."